Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetes related. The customer also reported that the up arrow was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they were wearing the insulin pump during hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to unlocked lcd connector, corroded battery tube and with corroded battery cap contact also, unable to complete functional testing including displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test due to unresponsive buttons. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had received with cracked battery tube threads, minor scratched lcd window, cracked and reservoir tube lip.